Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: evaluation revealed that the pump powers in accordance with normal operation with the exception of a dim display. Two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and battery compartment was cracked. This report is made based on results of investigation completed on 07/01/2014.